Event description:
A scrub technician reported that during surgery, there was little to no phaco power. The handpiece was exchanged and the surgeon was able to complete the surgery with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).